Event description:
As reported by the equinoxe shoulder study, the 86-year-old female patient had an initial right tsa on (B)(6) 2022 and presented with dislocation, on (B)(6) 2023 ¿ spontaneous dislocation. The outcome of this event is considered resolved, and the action taken was revision on (B)(6) 2023. The case report form indicates that this event is possibly related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6)2022. The patient presented on (B)(6) 2023 and spontaneous dislocation. The case report form indicates that this event is possibly related to device, possibly related to procedure.